Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. Further evaluation was recommended. Currently, this product remains in service and no additional adverse patient effects were reported.